Manufacturer narrative:
H3 - device evaluation is not required. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual rastigmatism. The lens was exchanged for a different diopter lens and the problem resolved. Cause of the event was reported as use error and other. Reportedly, "the initial surgeon performed the patient's initial surgery had entered mrx in stella incorrectly."